Manufacturer narrative:
Returned device was received in used physical condition. During the evaluation of the device, there was no damage or visible cuts seen. No heating problems. The original issue was unable to be confirmed. No fault found with the system. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a smiths medical level 1® equator® convective warming device burned a patient. There were no reported further adverse effects.

Manufacturer narrative:
Additional information was received indicating that second degree and third degree burns were noted to the patient's toes following use of a level 1® equator® convective warming hose. The patient was reported to have been lying flat on his back during the procedure. Jelonet dressings and flammazine cream were used for the treatment of the burns. Prolonged sedation and immobilization with extended hospital stay was reported. There was no further reported adverse effects.